Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation, "the doctor inserted the novasure device and had a width of 3 but wasn't satisfied with that width. The device was advanced and twisted /maneuvered and advanced forward where he then had a width of 4.5 and lost all resistance." A laparoscopy was performed and a perforation to the left cornua was noted and cauterized. Patient was discharged and the doctor followed-up with the patient and she is "doing fine."